Event description:
Additional information was reported by the healthcare professional (hcp). It was reported that the patient did not like the way the pump felt inside of him. The patient requested that the pump was removed less than one month after it was put in.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(6).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (dose/concentration/lot number unknown). The patient's indication for pump indication was cerebral palsy and intractable spasticity. The patient experienced a change in therapy effect, specifically described as pain since the pump was implanted on (B)(6) 2015. The patient experienced pain that never stopped hurting since the surgery and the patient's abdomen hurt where the pump was implanted. The patient was (B)(6) and the patient wanted the pump removed, as the patient's quality of life had decreased. However, the patient's physician would not remove the pump. The physician had agreed to turn the pump down to "25", but the consumer was unclear what that meant. The patient had been referred to another physician who also would not remove the pump because he/she was not the physician to implant the pump. On 09/17/2015, additional information was received from a physician via (B)(4) ((B)(4)) indicated the patient was receiving lioresal at the time of the event (concentration and dose not reported). The lot number was unknown. Interventions included explant of the pump and catheter (not replaced) on (B)(6) 2015 and the outcome was resolved without sequelae. The event was possibly related to the device or therapy and was not related to the implant procedure. At the post-operative (post-op) visit, reports resolved post-op spinal headache and rash. The patient was not happy with the pump therapy and wished to have it removed.